Event description:
It was reported that the customer was hospitalized due to high blood glucose levels and ketones. It was stated that the customer had been experiencing high blood glucose for three days before calling the paramedics. The customer's blood glucose was 22 mmol/l when the paramedics arrived. The customer was treated by the paramedics with a syringe, and by the time she was in the hospital, her blood glucose was 3.9 mmol/l. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test. It was reported that the screen had scratches. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.